Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1430de. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller heated up and then suddenly without any alarm it turned off. It was stated that the controller can't be restarted. It was stated that the patient got dizzy when event occurred. A controller exchange was performed and it was stated that there were no effect on patient. No additional information received.

Manufacturer narrative:
The reported event of a blank controller display could not be confirmed, the controller's display performed per specifications. Log file analysis revealed several controller power up events, likely after the controller was exchanged. No controller power up events were noted before the last data point recorded, at 10:18:32 on (B)(6) 2016. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. The reported event of battery switching was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed premature switching events involving (B)(4). These premature switching events can most likely be attributed to momentary disconnections between the batteries and the controller. (B)(4) will be evaluated under MFR - 3007042319-2017-00265. Analysis revealed that the returned controller and cac adapter passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction to describe event or problem initial report: it was reported from the site that the patient's controller was alarming with a blank display. It was stated that it was assumed that there was battery switching occurring. A controller exchange was performed and it was stated that there was no effect on patient. No additional information received. (B)(4) was entered in error in the follow up 1 report. Root cause of the analysis of the controller: the most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.